Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) or (B)(6) 2019.

Event description:
It was reported that the patient was not getting adequate pain relief since the ipg failed to work. The ipg was replaced and discarded. The patient was doing well postoperatively.